Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was unable to be confirmed. A review of the log files contained data spanning approximately 12 days (2jun23 - 13jun23 per timestamp). All of the captured data appeared to show the system controller operating as intended. There were no driveline disconnect or notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, it was suspected that the alarm was due to an error made by the staff at the patient¿s nursing home. Reeducation was being arranged for the patient. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including driveline disconnect alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. D, section 4, entitled "living with the heartmate 3", instructs the user to arrange clothes, sheets, and blankets, so they do not pull on or get tangled in the driveline. Stabilize the driveline at all times, including during sleep. Heartmate 3 patient handbook, rev. D, section 2, entitled "how your heart pump works", instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-04016. It was reported that during the patient's clinical visit, a driveline disconnect alarm was noted on the patient's controller. The alarm log revealed only pulsatility index (pi) events. A review of the log file showed multiple pi events occurring throughout the log file.